Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the front therapy electrode (te) and the distribution node (dn) was pulled from the dn. The root cause of the damaged cable and internal wires cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable and wires.